Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a hardware low level failure alarm. The blood glucose value was 345 mg/dl. Customer stated that the insulin pump was able to clear the alarm and the able to complete rewind. Customer stated that the insulin pump did not pass the self-test. Customer stated that he insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The insulin pump will return for the analysis.